Event description:
It was reported that an attempt was made to treat a perforation in the left anterior descending coronary artery. A 2.8x19 mm rx graftmaster stent system was advanced but could not cross the left main coronary artery due to the patient anatomy. There was no adverse patient sequelae and no clinically significant delay due to the no cross. The patient had coronary artery bypass graft performed. The patient was in stable condition and discharged to home on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.